Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power supply.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power supply cable was frayed with exposed wires. The power extension cable had no discernable damage. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The field reported event of exposed wires was confirmed.